Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as alleging insulin pump was under delivering. Customer¿s blood glucose level was 250 mg/dl to 500 mg/dl at the time of incident and current blood glucose level was 255 mg/dl. Customer¿s other blood glucose level was over 400 mg/dl. The customer¿s other blood glucose level was 118 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump and manual injection. Customer stated that they not getting an error on message on the insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer troubleshooting was performed for high blood glucose level and for sensor glucose value verses blood glucose value. The insulin pump and reservoir will not be returned for analysis.